Manufacturer narrative:
On 2017-sep-26 arjohuntleigh has become aware of an event which occurred with the involvement of maxi move lift in (B)(6) USA. It was reported that the patient was being transferred to or from the bed with use of arjohuntleigh maxi move floor lift and unknown type of sling. When the patient was being raised, the sling detached from spreader bar, what led to patient's fall onto the leg of the lift. As a result of the fall, the patient sustained a broken hip and left femur, also had several teeth knocked out. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The occurrence rate observed for reportable complaints with this failure mode is currently considered to be low and stable. The maxi move lift was not up to the manufacturer specification - during inspection a non-functional handset was found, however this failure did not affect proper sling attachment on the device spreader bar. Unfortunately, the involved sling could not have been located at the facility - thus its inspection could not have been conducted. Following this, an exact root cause of the incident could not be established with a certainty. It was stated by customer facility administrator that the event was caused by use error - indicating that operator had not attached the sling correctly. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. Based on product knowledge and previously made simulations we can state that when the sling clip is not attached and under tension with the weight of the person in the sling from the start, a drop can be immediate after not being supported by the chair. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. The instructions for use (IFU, 001.25060 rev. 12 for maxi move lift includes information about proper lifting process and warning: "caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." Finally, the labelling for the lift device and sling indicate the system should be used by trained personnel that are aware of the IFU contents. Based on evaluation performed, we are not able to establish the exact root cause of the event. With reference to the product knowledge, previously performed simulations, this failure is possible to occure when the system is not used in accordance to the product instruction for use. To conclude, arjohuntleigh maximove passive lift played a role in the complaint issue as was used for patient's transfer at the time one of the sling clip connection detached from the lift spreader bar. As a consequence, the resident slip out of sling and fell on the floor. As an outcome of the fall, the resident suffered a serious injury. Although device did not meet its performance specification because the device handset was found to be inoperative, this malfunction did not affect the clip detachment failure.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the arjohuntleigh(B)(4) inc. (Registration #9681684) on behalf of the importer (B)(4) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2017 arjohuntleigh was informed about an event which occurred with the involvement of maxi move lift and an unknown type of sling. It was reported that the patient was being transferred to or from the bed. When the patient was raised, the sling became detached which led to patient's fall onto the leg of the lift. As a result of the fall, the patient sustained a broken hip, left femur and the knock out of several teeth.